Event description:
It was reported that this right atrial (ra) lead presented loss of capture and high impedance out of range. It was confirmed through x-rays for the cause to be a lead fracture. After verification of those issues, the lead was left capped. When trying to replace the lead a venogram was performed and total occlusion with collaterals was visualized. Therefore, a new lead was implanted on the right side and tunneled subcutaneously to the left side. The lead was successfully replaced. No additional adverse patient effects were reported.